Event description:
The patient was implanted with a restore advance system. The MFR rep called to report that the patient experienced a strong surge when he pressed the auto-open handicap button and passed through the hospital doors. The rep stated that there was no threshold; however, there were two mats on the floor and they were separated. As a matter of fact, the chair got stuck in that gap and they had to toggle with the chair to get it unstuck. The patient felt a jarring motion. The patient reported feeling increasing stim in his legs which progressed to his legs stiffening with pain, then locking up and then not feeling anything from the waist down but the stim traveled above the waist to his chest. At that time he attempted to stand but his feet were caught between the foot rest and the chair. The patient contorted to prevent falling. By then the patient was between two sets of double doors and was unable to turn the device off but was able to turn stim down to 1 volt on one side. The rep turned off the implant at that point and stimulation was gone. The patient recovered from the surge. Impedances all looked normal pre and post incident. The patient opted to keep implant off since then. An x-ray revealed the lead had moved from t8 to approx t6. A revision was performed at a local subsidiary. The rep called the company and they told him that the doors operate on a 390 megacycle rf. The device did not go to por settings; the setting were as they should be.

Manufacturer narrative:
.